Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011, that a customer had an issue with an insulin syringe. The customer stated that as the nurse pulled up on the safety device, the needle came through the side of the safety device and stuck the nurse in the left index finger. The nurse was treated at the ER which performed blood draws for the contaminated needle stick.